Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. D4:catalog number. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative. Additional information received confirmed the device was previously submitted under MFR 0001038806-2020-00530. As a result, no further medwatch reports will be submitted under this file. Please refer to MFR 0001038806-2020-00530 for follow up submissions.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
The laboratory reported screw fracture.